Manufacturer narrative:
(B)(4). Investigation: the optia set was returned for investigation. A kink/fold in the inlet line adjacent to the inlet port of the channel was noted (located 2cm from the channel). The device history record was reviewed. There were no issues related to this event. Root cause: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Contents shifting may also occur during packaging and transport to sterilization. Following exposure to the heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. This MDR is being filed in response to the customer filing with their local authorities. No safety issue occurred.

Event description:
Caridianbct became aware of new info that changed this complaint to a reportable event on (B)(4) 2011. During the set-up, kinked tubing was found in the centrifuge line. The issue occurred during the set up of the disposable set, so no pt was involved, and no injury occurred.